Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported tissue erosion five days following photo refractive keratectomy (prk) in the right eye. The patient reported eye was uncomfortable after rubbing it in the night. Follow-up with the optometrist indicated the bandage contact lens had been removed four days following surgery as was the normal procedure following prk. The patient was seen the next day and the corneal erosion was noted. A new bandage contact lens had been placed on the eye and then removed two days later as the event had resolved. The patient's uncorrected vision was within normal range following prk.